Event description:
It was reported that the catheter was inserted via the right internal jugular vein. A post insertion x-ray revealed that a portion of the guide wire had been retained. The retained guide wire portion was removed under fluoroscopy. There were no pt complications.